Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the inflated and with adhesive material on the tube between the 21 and 25 cm markings. First, the balloon cuff on the et tube was manually deflated using a lab inventory syringe. Functional inspection was then performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate the balloon cuff was made in order to detect any leaks. Upon injection of air, no leaks were detected. No functional issues were found with the returned sample. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "air leak in cuff" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
Customer complaint states "the sound of air leak was heard no matter the nurse injected more air into the cuff or adjusted the position of the tube. The problem was solved after a new tube was replaced". No patient harm reported.(cont.) Medical intervention reported was replacing the tube. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However a variant model device in current production was used for testing. Cuffs from the samples were inflated and left for four hours. Cuffs from samples were then deflated. Samples were visually inspected. Defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device becomes available, this report will be updated.

Event description:
Customer complaint states "the sound of air leak was heard no matter the nurse injected more air into the cuff or adjusted the position of the tube. The problem was solved after a new tube was replaced". No patient harm reported. (Cont.) Medical intervention reported was replacing the tube. Patient condition reported as fine.